Event description:
A malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level was over 500 mg/dl. The customer did not take any corrective actions before contacting technical support, but no assistance from third parties was required. Technical support provided help by turning off the malfunctioning pump and assisting with the setup of a replacement pump.